Event description:
During a programming history database periodic review high impedance was found on the patient's device. Further information was received including confirmation that the physician was aware of the high impedance as it was detected during the patient's last visit, and that there is currently no intervention that has taken place. It is stated that the patient's family has yet to decide if they would like to replace, disable, or explant the device to see if their son still needs vns. The physician recommended against explant and encouraged continuation of therapy. No other relevant information has been received to date. No known surgical intervention has occurred to date.